Event description:
On 11/29/2023, it was reported by a sales representative via email that (2) ar-8990st-2 fibertak dx did not have two sutures; instead, they only had one. This was discovered upon opening the package during a procedure on (B)(6) 2023. Additional information received on 12/8/2023: this was discovered during a triceps repair procedure and was completed with the second ar-8990st-2 fibertak dx anchor that was faulty. The case was delayed ten minutes, and anesthesia was administered for the added time. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. However, an investigation was conducted with the returned sealed device. The complaint allegation is confirmed. One sealed packaged ar-8990st-2 batch 15147931 was received for investigation. The returned device was inspected, and it was noted that the device was incorrectly assembled. Refer to ncr-24255. Internal manufacturing assembly issue is the cause of the reported failure.